Event description:
(B)(6) - the dealer reported that the spt mechanical wheelchair hublock would not hold when in reverse mode. There was no patient injury reported.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model spt, serial number/date (B)(4) is approximately four year old. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.